Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device primed properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unable to rewind. Customer's blood glucose level was unknown. Customer states they are stuck in rewind complete. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. Customer was advised to revert to backup plan per health care professional instruction. Insulin pump will be returned for analysis.